Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were failed. A field service engineer (fse) was unable to duplicate reported issue. Further, proactive inspection was conducted in accordance with mses proactive inspection process 1601-233-001-r-mms. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed multiple main drawers repeatedly failed. During the inventory process, several cubies displayed a cubie failed message, instructed to unload the medication, with no available option to repair or reset the cubie. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.